Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was good before and post procedure.